Manufacturer narrative:
Title: ligasure versus monopolar cautery for recipient hepatectomy in liver transplantation: a propensity score-matched analysis source: ann transl med 2021;9(13):1050 / https://dx.doi.org/10.21037/atm-21-1318. 1717344-2021-01218 if information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed postoperative outcomes of patients who underwent recipient liver transplantation between march 2019 and june 2020. There were 187 patients in the study. Ligasure was used in 69 patients and monopolar cautery was used in 118 patients. Complications included: intraoperative and postoperative bleeding and biliary complications. Reoperations and blood transfusions were reported.